Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 43 alarm. Troubleshooting was performed and the customer reports they were able to clear the alarm(s) and was able to rewind the pump but the displacement test was not successful. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis. Updated summary: information received by medtronic indicated that the customer received an error in the motor was detected by reading unexpected value from hall sensor. Troubleshooting was performed and the customer reports they were able to clear the alarm and was able to rewind the pump but the displacement test was not successful. No harm requiring medical intervention was reported. The insulin pump and will be returned for analysis.

Manufacturer narrative:
Customer return device for alleged device error 43 & device tested failed and was found on (B)(6) 2022. Device passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test. Device passed the displacement accuracy test with 0.08700 inches. P-cap was attached and locked into place properly. Device was successfully downloaded using thus for history files and traces. No alerts/anomalies/alarms noted during testing. Device error 43 occurred on (B)(6), 2022 08:40 pm - 09:08 pm on event date in history file. Device was cut open to perform visual inspection and found moisture damage on electronic stack & motor. Unable to perform motor test due to moisture damage on motor. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), stained serial label, corroded home switch. Device error 43 is confirmed due to being found in history trace files and moisture damage to motor. Device tested failed is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.